Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a rash on her chest. The rash was not bleeding nor oozing fluid. The patient was seeking treatment from her physician for the rash, although the specific treatment is unknown. Follow-up indicated that the condition of the rash was the same. The medical outcome of the rash is unknown.